Manufacturer narrative:
A ge service rep performed an onsite investigation. The f16 fuse on the power control board and the tgi module were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a generator error and a loss of system functionality. No pt or user injury was reported.